Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and found second soft key was not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as non-functioning keypad. The cause of the condition was the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device's second soft key was not functioning. No additional information is available.